Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 288 mg/dl. The customer was helped with trouble shooting and found that the reservoir was not placed in the insulin pump correctly. The customer was helped with the correct method of installing the reservoir. The customer was sent new reservoirs. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.